Event description:
It was reported that 23 days post a total shoulder arthroplasty, the patient presented as the first pre-operative visit with a rotator cuff tear that was described as significant by the surgeon and was not present prior to the operation. The patient reportedly had a "choking attack" the night before the visit. The patient underwent surgical intervention. No other information was provided and there was no reported clinical consequence to the patient.